Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to low blood glucose on (B)(6) 2021 with blood glucose level was below 20 mg/dl. Customer stated other blood glucose level was 48 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with intravenous glucose drip in hospital. Customer alleged insulin pump was over delivering. Drive support cap was flush. Troubleshooting was performed. The device will not be returned for analysis.